Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation of the device, nonsustained ventricular fibrillation and nonsustained right ventricular oversensing events caused by noise were observed on the right ventricular lead. A history of externalized conductors were observed on this lead on (B)(6) 2014 but noise was not present at this time. During an attempt to explant the lead on (B)(6) 2018, the lead frayed after being cut and the coils unraveled. The physician was unable to explant the lead. The patient is device dependent so a temporary lead was implanted. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: this correction is to include in event description that this lead was previously reported in MFR (B)(4).

Event description:
This report is related to previously reported complaint of insulation abrasion,